Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The baseline testing was completed on the device and had found no anomalies. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) developed a hematoma. Additional information obtained from the field which indicated that this device was part of a system revision due to infection. The device was explanted. No additional adverse patient effects were reported.